Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient started having urinary problems again, so she went to urinary specialist and that healthcare professional (hcp) turned the device back on (B)(6) 2018 and she's been having problems with her bowels and bladder both since the implant was turned back on. The patient stated the urinary problems included a urinary tract infection that cleared up, but she was still having pressure and bladder problems, so her hcp sent her to the specialist and that¿s when the specialist suggested she try turning the implant back on and put her on a urinary incontinence medicine that she hasn't yet picked up from pharmacy yet. She indicated she had ultrasound in the stomach on ((B)(6) 2018) because of the pain that she was having pain in stomach and big-time pressure in her bladder and bowel. The cause of the issue was unknown at this moment and she didn't know if it was device related. She stated that since the implant was turned back on the issue has seemed to worsen. The reason for the call was for help turning the implant off. Patient services helped patient turned implant off. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they were wanting to turn off her interstim device and she stated it wasn¿t working for her. There were no further complications that have been reported as a result of this event.